Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18157. The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the sjm rep met with the pt and diagnostic testing revealed invalid impedance readings on multiple lead contacts. The pt has been reprogrammed successfully multiple times, however, the invalid impedances reoccur. Surgical intervention may be taken at a later date to address this issue.